Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the device was fully functional with no battery depletion mechanism, such as high system current drain. Battery analysis revealed that: results of the battery analysis found no evidence of internal shorting or other issues related to premature battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device remains in use but is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.if information is provided in the future, a supplemental report will be issued.

Event description:
The device was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.